Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On an unreported date, dianeal therapy was discontinued. The patient was transferred to hemodialysis therapy that began on an unreported date. The patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.